Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
On 10/7/05, the lay patient contacted lifescan alleging that his one touch basic enhanced meter was reading inaccurately erratic. The patient obtained results of 266, 450, and 188 mg/dl within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient received no medical attention. The customer care representative (ccr) walked the patient through cleaning the check strip and meter and conducting two check strip tests. Both check strip tests fell outside of the specified check strip range. The meter was replaced.